Manufacturer narrative:
Two 5.5mm ID customized fixed devices were returned for cuff not inflating. There was no excessive adhesive present in the airway line or cuff area. The teflon spray, used to keep the cuff from sticking, was not visible under the cuff. The lack of teflon spray allowed the cuff to stick to the shaft and prevented it from inflating. All product is 100% inspected and leak tested after manufacturing, prior to shipping to the customer. Per the DHR review, as recorded on st601, the device passed qa inspection. Issue quality alert qa18-007 to raise the operators' awareness of teflon dispensing. All affected manufacturing and quality operators trained to the quality alert. This remediation MDR was generated under protocol (B)(4)., as a result of warning letter (B)(4).

Event description:
It was reported that upon testing, the cuff would not inflate, and there was blockage in the balloon. Neither were used on a patient. No patient injury reported.